Event description:
A (B)(6) female pt called zoll customer support to report that her battery pack was not fully charging and would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. Additionally, the end cap was unglued and off of the battery pack. The root cause of the broken wire and unglued end cap could not be positively identified but may have been caused by a severe shock from dropping the pack. No adverse event was caused by the detached wire and unglued end cap. The pt received a replacement battery pack.